Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. There was no yellow light or error that occurred during in-house testing. There was no problem detected. There were additional observations not reported by the site and not related to the primary failure. The instrument was found to have a broken conductor wire at the weld. The instrument failed the electrical continuity test. Thermal damage was observed near the weld where the conductor wire was found broken. The root cause of this failure is attributed to device design. The instrument was found to have conductor wire insulation damage. The wires were found to be exposed both outside and within the insulation. The root cause of this failure is attributed to a component failure. The instrument was found to have thermal damage at the monopolar yaw pulley (likely caused by the broken conductor wire), weld location, sleeve location, conductor cap, distal clevis, and proximal clevis. The root cause is attributed to mishandling/misuse. A review of the instrument log showed the permanent cautery spatula instrument (part# 470184-13 / lot# n10200317-0034) was last used on (B)(6) 2022 during a procedure with system (B)(4). The permanent cautery spatula instrument had 5 uses remaining. The last usage of the device was before the reported event date. Images of the permanent cautery spatula instrument related to this event were received. A review of the submitted images was performed by the regulatory post market surveillance (rpms) specialist. From the images provided, there was no obvious damage found on the permanent cautery spatula instrument. This complaint is being reported based on the following conclusion: the permanent cautery spatula instrument was found to have a broken/damaged conductor wire. Additionally, there was evidence of thermal damage at the weld location, ceramic sleeve, yaw pulley, conductor cap, distal clevis, and proximal clevis. The thermal damage findings are evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the permanent cautery spatula instrument had a yellow light alarm after it was installed on an arm. The customer replaced the permanent cautery spatula instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. No arcing and instrument collision were observed during the procedure. It was confirmed that there was no patient harm, injury or adverse outcome. A video recording of the procedure is not available, but images of the instrument were provided.

Event description:
Refer for follow-up information.